Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The analyzer's serial number is (B)(6). The samples were requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-hav ii results for 2 patients on a cobas e 411 analyzer (rack system). Patient 1: the initial result was 0.976 coi (reactive). The confirmation results for the sample (using the abbott architect method) were nonreactive. The anti-hav igm result was 0.10, and the anti-hav igg result was 0.12. The units of measure for the confirmation results were not provided. Patient 2: the reporter stated that the patient's samples were repeatedly reactive. On (B)(6) 2024, the patient's result was 0.966 coi (reactive). On (B)(6) 2025, a new sample was obtained and the result was 0.955 coi (reactive). The confirmation results for the (B)(6) 2025 sample (using the abbott architect method) were nonreactive. The anti-hav igm result was 0.09, and the anti-hav igg result was 0.28. The units of measure for the confirmation results were not provided.

Manufacturer narrative:
The calibration was last performed on 28-nov-2024. No additional calibration data was provided. The provided qc data in dec-2024, mar-2025, and apr-2025 were within specifications. The calibration lot from nov-2024 was used. The samples were requested for investigation, but are no longer available. Based on the calibration and qc data, the reagent performs within specifications. The product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." "Analytical specificity / cross-reactivity: the specificity of the elecsys anti-hav ii assay on the cobas e 601 immunoassay analyzer was evaluated by testing a total of 120 samples (native human serum and plasma pools) positive for antibodies to a variety of disease states (ana, cmv, ebv, hbv, hcv, hiv, hsv, mumps/rubeola, parvovirus b19, rubella, toxoplasmosis gondii and treponema pallidum). Samples were measured with elecsys anti-hav assay and elecsys anti-hav ii assay on the cobas e 601 immunoassay analyzer. No discrepant results or cross-reactivity with antibodies to other infectious agents were found." The investigation did not identify a product problem.